Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the impedance trend on the rv (right ventricular) pacing lead was rising and a r-wave amplitude measurement issue. It was noted the rv pace impedance was over 2000 ohms by (B)(6) 2015 and rose steadily from 1300 to 2100 ohms between (B)(6) 2014 and (B)(6) 2015. The r-wave amplitude was generally decreasing since (B)(6)2014, with minimum r-wave amplitude below 4 since (B)(6) 2015. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited low and decreasing sensing over several years and a slightly increasing pacing threshold, along with a continuous increase in rv pacing impedance with high impedance measurements. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.